Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the cassette and into the cycler. Pt was in fill two of treatment. Fluid was noticed dripping out of the cycler cassette door. Upon opening, the cassette door, fluid rushed out of the cycler. A pinhole was located in the middle of the back of the cassette as the source of the leak. Pt had no ill effects. Sample has not been returned to the manufacturer.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.